Event description:
It was reported that patient enrolled in a clinical study underwent revision hip arthroplasty on (B)(6) 2005, to implant a biomet modular head with competitor acetabular components for an unknown reason. Subsequently, a revision procedure was performed on (B)(6), 2009, to remove the biomet modular head and competitor acetabular components due to unknown reasons. Additionally, the patient was revised (B)(6) 2012, due to a periprosthetic femur fracture and infection. The modular head, acetabular component, and polyethylene liner were removed and replaced. Then, the patient was revised on (B)(6) 2012 due to infection. All components were removed and replaced. No further information has been provided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative infection and/or allergic reaction.¿ this report is number 11 of 13 mdrs filed for the same event (reference 1825034-2013-04866/04878).

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
It was reported a patient enrolled in a clinical study underwent stage one of a two stage revision procedure on (B)(6), 2009 due to infection. Subsequently, patient underwent a reimplantation procedure on (B)(6), 2009. Additionally, the patient was revised on (B)(6), 2012 due to a periprosthetic femur fracture and infection. The modular head, acetabular component and polyethylene liner were removed and replaced. Patient underwent another revision procedure on (B)(6), 2012 due to infection. All components were removed and replaced.